Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid and body weakness. The breach in aseptic technique was further described as patient made an unspecified mistake. After eighteen days from the date of onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (0.3 mg, frequency, route and duration were not reported,ongoing), amikacin injection (0.5mg, frequency, route, and duration were not reported, ongoing) and peptaz injection (4.5mg loading dose followed by 2.5 mg, frequency, route, and duration were not reported,ongoing) for the event. At the time of this report, the patient was recovering from the event. Pd catheter was discontinued and the patient was on hemodialysis three times a week. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow -up, it was reported that all antibiotic treatments were discontinued. On an unknown date, the patient was discharged from the hospital and has recovered from the events. Should additional relevant information become available, a supplemental report will be submitted.